Manufacturer narrative:
Initial and final MDR 1880784- device 3 of 4. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced four infusion set cannula kinked events, first on (B)(6) 2024, second on (B)(6) 2024 and two on (B)(6) 2024. All the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 230 to 350 mg/dl and the patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.